Event description:
It was reported via phone call, that the customer received low battery alerts. It was also reported that the customer went through 3 batteries in 2 days. Customer's most recent blood glucose level 149 mg/dl. Troubleshooting occurred. Advised to monitor the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.